Manufacturer narrative:
Results: backrest.

Event description:
It was reported by service report that the seat back was broken in half and there were exposed sharp edges. It is unknown if there was patient involvement or if there were adverse consequences to report.